Event description:
A report was received that the patient's ipg was not holding a charge. The patient had a surgery in which electrocautery may have been used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(6).

Event description:
A report was received that the patient's ipg was not holding a charge. The patient had a surgery in which electrocautery may have been used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(6).

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4) 2011.